Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation, there was an open along the yellow (pgnd) wire inside the trunk cable. The cause of the failure is the open wire. The root cause of the open wire is excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.